Event description:
On an unk date in 2007, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, f/u imaging revealed a type ii endoleak from lumbar arteries, however, the aneurysm diameter did not grow. During a computed tomography angiography (cta) in 2012, it was noted that the aneurysm diameter had grown. Flow from lumbar arteries was noted to be reduced. The physician was concerned about a possible type ii endoleak near the right iliac limb or a possible distal type I endoleak from the lci. It was reported that the excluder limb was extending approx 1 cm into the lci and the diameter of the lci appeared to have expanded. The physician is planning a cta to determine the source of the endoleak and assess treatment options. There is no sequela regarding this pt. Further info was requested.

Manufacturer narrative:
The device info was requested. A review of the mfg records for the device is being conducted. The date of the implant procedure is unk. The date of event is unk.